Manufacturer narrative:
A review of the device history records has been requested.: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part 352.311, lot 7503750: release to warehouse date: 13january2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: our investigation has shown that the received screwdriver is in a used condition. The driver 352.311 consists of three components: driver shaft including handle, inner shaft and an outer sleeve. The tip of the inner shaft was found broken. The broken part was not returned. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. It is likely that an off-axis loading during attempted screw removal and/or the application of excessive force caused the tip breakage. Because of the damage and without broken part the complaint relevant dimensions cannot be checked for dimensional accuracy. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Contact phone number was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the apical portion of the screwdriver broke off inside the screw. It was not possible to extract the screw. Another screwdriver was used to complete the procedure. Concomitant product: screw (part/lot unknown, quantity 1). (B)(4).